Event description:
It was reported that a 6cm serous filled blister was noted on the right posterior shoulder with erythema extending another 3cm. The optical module (om2) cable was noted to be in close vicinity and when the nurse picked it up, it was very hot to the touch. The om2 was changed out and monitoring proceeded without further incident.

Manufacturer narrative:
Evaluation summary - the product was returned for evaluation. The cause of the failure appears to be excessive force to the cable when connecting the cable to the monitor. This caused cable pin #7 to become bent and to short out pin #8, which caused the cable to malfunction; this would cause a temperature error message to appear on the monitor. When a temperature error appears on the monitor, it is an indicator that the cable is not in working condition and the om2 module may become warm. A short condition from this type of damage can cause block u6 in the cable to become warm. The device was taken out of service and destroyed.